Event description:
The hcp reported that the patient was seen in 2003 for a dose change. The baclofen was changed from a higher concentration - 2000mcg/ml - to a lower concentration - 1000mcg/ml. "Fluid was withdrawn from cath access port due to excessive bridge bolus time, but failed to account for pump tubing amount." The patient experienced lethargy that procgressed to coma with a diagnosis of baclofen overdose. The patient was intubated and transported to the ICU. The pump was emptied and a reservoir rinse was done. The pump was refilled and programmed for o.5mol bolus. "Fluid withdrawn every 5 minutes for 20 minutes from cath access port as recommended." The patient was extubated within 12 hours, discharged to home less than 24 hours after admission, and is reported to have recovered without sequela.